Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a ins procedure replacement (ref #1627487-2021-14824), l2 lead was found to have high impedances. Physician attempted to explant the lead however was unable to. Lead remains implanted. Therapy was restored.